Event description:
The user facility reported a 48-year-old male reported that following impella implant, difficulty was met when attempting to remove the guidewire. The component was noted to have gotten stuck and, upon eventual removal, part of the distal tip of the wire broke off and remained in the outlet cage. Support continued with the implanted pump as the patient was dependent on the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
It was further reported that the patient expired in the procedural area. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the product damage has been completed. The impella was returned for evaluation. Upon visual inspection, there were no guidewire fragments found within the pump. Additionally, no damage was found on the impeller or the cage. The guidewire was not returned for analysis. Data log analysis confirmed no motor current spikes that would suggest a piece of the wire was within the pump upon activation. The cause of the guidewire damage was not determined because the guidewire was not returned and not enough clinical information was given. The instructions for use for the impella cp with smartassist system states the following: section: warnings & cautions: warnings ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ added b5 mso review, d9 device return date added- d6a/d6b.